Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by multiple daily injection (mdi). During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer may continue to use the pump.

Event description:
A malfunction was reported on a pump. The customer's blood glucose level exceeded 500 mg/dl, displaying ¿high.¿ a correction was made using an injection, and no third-party assistance was needed due to an incapacitating effect. Technical support provided instructions for resetting the pump, which resolved the issue, as the malfunction did not recur. The customer could continue using the pump and was advised to reach out if any problems reappeared.